Manufacturer narrative:
A philips remote service engineer (rse) remotely interviewed the biomedical engineer (bmed) who was on-site. The bmed did a self-test on the device settings to see if the horn sounds were working properly. Results of the self-test observed the units sound working as expected. No parts were replaced. Based on the information available and the testing conducted, we were unable to replicate the reported problem. The reported problem was not confirmed. The device remains at the customer site. No further investigation or action is warranted at this time.

Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation.

Event description:
The customer reported that cannot enable sound. The device was not in use.